Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2022. The patient manages their diabetes with insulin (15 units of lantus) and oral medication (2 pills of metformin). The patient reported administering an increased dose of 20 units of lantus on (B)(6) 2022 at 4:00 pm in response to an alleged inaccurate high blood glucose reading of ¿516 mg/dl¿ obtained with the subject meter. 2 hours later, the patient reported developing symptoms of ¿fatigue, vomiting, dizziness, sweating and trembling¿. 1 hour after the onset of symptoms, the patient reported attending the emergency room (ER) where they received a blood glucose lab result of ¿45 mg/dl¿ and were treated with intravenous (IV) fluids and other unspecified medication. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.